Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer reported that the the drive support cap is sticking out. Customer's blood glucose reading was 120 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.